Event description:
Additional reported information indicated that a catheter occlusion occurred. The patient experienced intermittent baclofen withdrawal, muscle spasms, insomnia and a decreased appetite. The event resulted in in-patient or prolonged hospitalization. It was reported that the event was possibly related to the device or therapy, but was unlikely related to the implant procedure. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed no device anomaly; normal device function. Returned for analysis were catheter 8596sc (segment 1), 8709sc (segment 2) along with a damaged sutureless connector (sc) not attached to pump. Analysis of 8709sc revealed a leak on the catheter body (2.5 cm from the proximal end of segment 2) due to a hole. It was further observed that this catheter was deformed in shape around the same area where the hole was along with foreign material deposited on the catheter body. It was concluded that the catheter may have been compressed due to patient anatomy, possibly causing an occlusion. Analysis of 8709sc portion of segment 2 revealed coring, tears or cuts in the seal of the sc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012; catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that patient had experienced intermittent leg spasticity and increased pain in the legs which mother felt was associated with spasticity. On (B)(6) 2012 a catheter access study was done under fluoroscopy that showed an intact catheter. On (B)(6) 2010 an abdominal x-ray was done for the radiographic evaluation of the pump and it was noted that the active connector showed no specific abnormalities. However the pump and catheter were replaced by new pump and catheter. Drug delivered via the device was noted as gabofen.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.